Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump update occurred on (B)(6) 2017. The serial number of the physician programmer and software card used to update the pump were not available. It was stated that the update was simply the same pump programming as before the pump was in safe state; the hcp did not intend to change any parameters. No changes were made. The update was necessary due to the pump being in safe state. The pump had not been programmed to continuous infusion and the pump did not revert back to safe state. The cause of this issue was not determined. The safe state issue had not been explained, but the pump was working normally. No further troubleshooting occurred. The hcp would continue to monitor the patient at follow-up visits. The pump would not be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding this previously reported safe state pump, it was now reported that the ¿pump update immediately after the pump interrogation and update from minimum rate to continuous infusion mode. The initial and updated pump information are the same.¿ clarification was requested regarding the last statement. The exact implant date of the pump was (B)(6) 2015.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (2.5 mg/ml at 2.4993 mg/day) via an implantable pump for an unknown indication for use. It was reported that the patient returned to the hospital because their pump had sounded. The event date was reported as (B)(6) 2017. Logs revealed the pump was in safe state and minimum rate of infusion mode. Troubleshooting included looking at pump logs and programming. The hcp programmed the pump to simple continuous mode and the pump returned to working well. There were no patient symptoms. Contributing factors were unknown. The issue was resolved, the patient status was alive - no injury, and the pump would remain implanted an in service. No complications were reported or anticipated. Pump logs were provided, revealing the pump had entered safe state on (B)(6) 2017 at 13:26.